Event description:
It was reported at device change out, a short circuit error message was received. Lead issue suspected. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.